Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and was able to rewind the insulin pump. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.